Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zebra guidewire and a stent were used during a uteroscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was successfully placed into the patient on (B)(6) 2014 with no abnormalities as seen on the x-ray. On (B)(6) 2015, the patient came back complaining of not feeling better. An x-ray was performed and showed no abnormalities. In (B)(6) 2016, a uteroscopy was performed and it was found that the blue plastic piece on the end of the guidewire hoop that had fallen into the patient's kidney. It was then removed by a urologist from a different hospital. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.